Event description:
Pt reports a 'buzz' like sensation on pocket area.

Manufacturer narrative:
Patient complaint of "buzzing" sensation at pocket area. Patient has decided to live with sensation until next battery change; no further action to be taken.